Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced fluctuating glucose levels while using the ilet, with postprandial highs followed by rapid declines despite not announcing meals, and ongoing lows including values in the 40s; the user reported daily excursions outside 70¿180 mg/dl and self-treated lows with bread and cookies, with no alarms reported. Symptoms included hypoglycemia without loss of consciousness or other acute sequelae. Outcomes included user self-management without medical intervention or hospitalization. Investigation included troubleshooting and education with review of usage patterns and reports. Investigation of this case revealed an undetermined cause for episodes of hyperglycemia followed by hypoglycemia, with no device alerts or malfunctions identified. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.